Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. The lens has been cut in half, typical of insertion and removal, and stuck together by solution. A small crack is observed on the optic. Product history records were reviewed. And the documentation, indicated the product met release criteria. Associated products were not provided. It is unknown, if qualified products were used. This model is only qualified for use in two cartridges. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes. And the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded, that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol was noted to be cracked after it was implanted. The iol was exchanged during the initial procedure.